Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic cardiac resynchronization therapy defibrillator (crt-d) was for upgrade, however, the case was eventually cancelled as the physician could not find a stable target. Thus, this device was placed back in the pocket and reconnected. This crt-d remains in service. No additional adverse patient effects were reported.